Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a burning and zapping sensation during charging over the implant site. No known circumstances led to the issue. Turning stimulation off during charging made the sensation stop.